Manufacturer narrative:
D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, 5 devices exhibited poor sleeve function and leaked blood from the tip of the sleeve. There was no health impact or consequences reported.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, 5 devices exhibited poor sleeve function and leaked blood from the tip of the sleeve. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received nine photos for investigation. The evaluation of these photographs shows evidence of sleeve leakage. A total of 10 retained samples were used for functional testing and no leakage was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve function based on the photos provided. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.